Event description:
It was reported, the camera head image did not display normally. There were no reports of patient harm associated with the event.

Manufacturer narrative:
E3: non-health care professional; e2: no. The device was returned to olympus. A follow-up is in progress to obtain additional information regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the legal manufacturer's final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Abnormal image was reproduced and confirmed to be due to the main body being flooded. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of connector and connector cracks. Based on the investigation results, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Olympus further received information that the intended procedure was therapeutic.